Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the ECG fall off test. The cause for the failure was isolated to an open blue (+5v) wire in the distribution node to ECG "c" cable. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving adjust belt messages.